Manufacturer narrative:
Device evaluation: the x-ray demonstrated that the wireform was intact. Suture track indentations were observed on leaflets 1 and 2 near commissure 2. This indicated that suture was looped around commissure 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. A non-transmural tissue damage of 1mm x 1mm was observed on the outflow aspect of leaflet 3 near commissure 3. Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of suture loop was confirmed and the report of regurgitation was visually confirmed due to suture loop. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The root cause for the suture loop of this device remains indeterminable; however, operational context likely contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 29 mm mitral pericardial valve, implanted into the tricuspid position for two (2) years and six (6) months, was explanted due to tricuspid regurgitation secondary to a possible suture loop. The valve was explanted and replaced with a 27 mm mitral pericardial valve with no adverse patient effects reported as a result of the valve replacement. The valve was returned for evaluation. The patient status was reported as "recovered" in the ICU.